Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device is not showing patient information on mql. The technical support specialist set the patient as temporary instead of active to resolve the issue. The patient information showed up for nurse to pull medications. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system is not showing patient on mql. The customer mentioned that the patient is not showing under list when trying to issue the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system failed to display patient in mql. A technical support specialist confirmed that the patient was set 'temporary' instead of 'active'. The technical support specialist was to get the patient to show and guide the nurse how to pull medication. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system is not showing patient on mql. The customer mentioned that the patient is not showing under list when trying to issue the medications. There were no adverse events or injuries reported based on this event.